Event description:
It was reported to philips that the heartstart mrx, monitor / defibrillator stopped working while being used on a patient experiencing a code, and the patient experienced an outcome of death. The device was in use on a patient during a resuscitation effort. Philips made multiple requests for additional information but no response was provided by the customer. The customer initially reported death but we were unable to confirm if the customer meant potential for death or actual death of the patient. No conclusion can be drawn. The device remains with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Multiple requests were made for resolution information, however, no additional details were received.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor/defibrillator stopped working while being used on a patient experiencing a cardiac arrest code, and the patient experienced an outcome of death.